Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the sulu noted that some of the staples were partially advanced in the cartridge. The staples were in usable unformed condition. Functionally, the advanced staples in the sulu were reused and reset inside the cartridge. The instrument and sulu were applied to test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the inst rument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during asse mbly or shipment. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a thoracotomy procedure, the device did not fire. The handle did not return to the open position following the first full squeeze of the handle. The stapler would not close. The surgeon removed the first device and another product was pulled in order to complete the case. No patient injury.